Event description:
It was reported that (4) devices were used during a thoracotomy. It was reported by the rep that the 1st ez45g was fired seven times (this is included in the return as the nurse was not sure which lot it came from). A second device was opened and the surgeon tried to fire the instrument and the handle broke. A third instrument was opened and when the surgeon went to fire, that handle broke. A fourth instrument was opened and it was unable to be fired. A fifth instrument was used to complete the case. There was no consequence to the pt.